Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No information was provided as to why the device was replaced. Efforts to contact the physician/hospital regarding this event are in process at this time. No patient complications have been reported as a result of this event.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained through follow up with the physician office indicated it was reported that the the patient's rv pace/sense/defib lead had reduced r-waves and poor sensing. An attempt was made to reposition the lead but an acceptable location could not be found. The lead was removed and returned and a new lead implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead was returned and analyzed. The distal coil is distorted and fractured in the connector due to overturning, helix distorted/bent. Blood noted on distal conductor and helix mechanism.